Manufacturer narrative:
(B)(4).

Event description:
During testing and evaluation, the manufacturer's service technician reported the device had a +5 volt failure occurrence and a failure of the primary alarm in normal ventilation mode. The service technician replaced the mmi pcb board to address the findings. Upon visual inspection of the mmi board, the service technician noted a scorched component. Performance verification testing was completed and tests passed to specification.

Event description:
The customer reported the ventilator would not power up and was displaying a vent inop message. The hospital biomedical engineer reported the device diagnostic log indicated an occurrence of a +5v and/or 12/24 volt failure. The device was not in use on a patient, therefore there was no patient involvement or harm. The manufacturer's service technician advised that the device power supply will be replaced to address the reported problem.